Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The reported failure was considered within the specifications. The product was not used for the patient treatment. The product did not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging) used silicone foley. Visual inspection of the sample noted one two way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and found no leakage. A potential root cause for this failure mode could not be determined due to the reported issue was unconfirmed. The device history record review was not required due to the reported issue was unconfirmed. The labeling review was not required due to the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the water was injected to inflate the balloon during pretest leakage occurred from the upper part of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the water was injected to inflate the balloon during pretest, leakage occurred from the upper part of the foley catheter.